Event description:
It was reported that during a gastric bypass the knife fired but the staples did not. There were no staples inside the stapler. Or time extended by 1.5 hrs. Another like device was used to finish the procedure. There were no consequences and one device is being returned.